Event description:
The customer's mother called to report high blood glucose readings as high as 400 mg/dl. Troubleshooting was performed and it was stated that insulin was leaking from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.